Manufacturer narrative:
Results pending completion of the investigation. Lot #, expiration date, primary UDI number, and device mfg date were not entered within the report as it is not clear which device yielded an incorrect result.

Event description:
The customer reported receiving inconsistent hcg results while using 2 lots of alere hcg serum/urine devices. The customer indicated a negative hcg result was obtained using alere hcg serum/urine device lot 0000727025. The same sample was then tested using a device from alere hcg serum/urine device lot 0000736973, which yielded a positive hcg result. The customer did not state which result they believed to be correct and the call was disconnected prior to gathering additional information. Although requested, no further information was provided. No adverse events were reported.

Manufacturer narrative:
D4 - lot #, d4 - expiration date, d4 - primary UDI number, and h4 - device mfg date were not entered within the report as it is not clear which device yielded an incorrect result. Investigation conclusion: retained devices from the reported lot numbers (0000727025 and 0000736973) were tested with hcg-negative clinical urine, hcg-negative clinical serum and cut-off urine and serum samples. The results were read at 3 minutes for urine and 5 minutes for serum. All devices tested using hcg-negative clinical urine and serum yielded valid negative results. All devices tested with 25miu/ml cut-off urine and 25miu/ml cut-off serum samples yielded expected positive results. No erratic or false results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lots met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine or serum specimen should be collected 48 hours later and tested. - very low levels of hcg (less than 50 miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine or serum specimen collected 48 hours later. - this test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine or serum specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving inconsistent hcg results while using 2 lots of alere hcg serum/urine devices. The customer indicated a negative hcg result was obtained using alere hcg serum/urine device lot 0000727025. The same sample was then tested using a device from alere hcg serum/urine device lot 0000736973, which yielded a positive hcg result. The customer did not state which result they believed to be correct and the call was disconnected prior to gathering additional information. Although requested, no further information was provided. No adverse events were reported.